Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for a procedure using a 9f amplatzer torqvue delivery system. During procedure, both disc of the device had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The device was replaced with a new 25mm amplatzer multi-fenestrated septal occluder - cribriform and completed the procedure successfully with the same delivery system. The patient remained hemodynamically stable throughout the procedure. There was no consequences for the patient but the procedure was prolonged for a few minutes. The patient was reported stable.

Manufacturer narrative:
An event of device deformation was reported. Potential causes include use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment. Information from the field indicated that a 9f amplatzer torqvue delivery system was used, which is larger than the recommended 8f sheath size per the instruction for use (IFU). No anatomical interference or angulation or kink in the delivery system was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.

Event description:
N/a.